Manufacturer narrative:
The product was not returned and the lot number is unknown. The optometrist states the event is possibly related to the contact lens. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported being treated for recurrent eye infections following the purchase of a new supply of contact lenses. In following up with one of the treating doctors, it was reported that patient experienced a previous event of iritis four months prior to the purchase of the new contact lenses. For that event, the patient visited the optometrist with complaints of red, watery eye and light sensitivity. A slit lamp evaluation observed no cells or flares and there was no infection. The patient did have inflammation of the iris. The patient was diagnosed with iritis, conjunctivitis and contact lens acute red eye. The patient was treated with phenyl 2.5% eye drops, homatropine 5% eye drops and pred acetate 1% eye drops while in the office. His eye was also dilated for one week. At the follow-up visit, the patient's eye was recovered. The optometrist states the event is possibly related to the contact lens.